Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited no rf telemetry at a routine follow up. Multiple transmitters were unsuccessful at connecting with the device. The device was explanted and replaced successfully. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory. Patient's status was stable throughout.

Manufacturer narrative:
Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, communication could not be established. The device was tested on bench and it was noted that the rf telemetry was in an anomalous state. The cause of the field event is an internal error in the rf ic.